Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The lot number was initally reported as unknown; however, it has been provided. Therefore sections d4 and h4 have been updated. One 6fr angio-seal vip was received for product evaluation. The device was received expired. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the piece of the suture with collagen was released along with the tamper tube. During this force, the suture broke as the device was already expired upon receipt. No other functional anomalies were noted. The tensioner was then removed, and several complete turns of the suture were remaining on the spool. A pair of tweezers was taken to dislodge the suture from the spool. The suture easily unspooled from the tensioner. The suture was still tethered to the suture tensioner disk. The suture was unspooled with a pair of tweezers. No other anomalies were noted. To check the tensile strength of the suture, a tensile force was applied, and it broke into pieces. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position or there was an obstruction to the anchor posting to the distal tip may have caused the reported event. The reason for breaking of the suture is likely due to exposure to the extreme heat or moisture-rich environment; and the environment that the device was subjected to during transportation is unclear. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: 0609295 provided, requested confirmation. Expiration date - unknown due to unknown lot number. UDI - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Health professional-requested, not provided. Occupation-requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal anchor did not seem to have come out, or the wire had broken without any resistance.